Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of intermittent unspecified alarms was not confirmed. A review of the submitted log files spanned approximately 2 days (day 774, hour 6, minute 19 to day 775, hour 0, minute 44) and (day 759, hour 14, minute 43 to day 760, hour 18, minute 46) per time stamp. There were no unusual events or alarms noted in the log files. The controller maintained its ability to operate the pump at the set speed. The provided information stated that the patient experienced intermittent alarms, but they were not captured in the log files. The heartmate ii system controller was not returned for analysis and additional attempts were made to obtain additional information such as the controller serial number, but it has not been provided at this time. A root cause for the reported event cannot be conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7 ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev b) section 5 ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. Heartmate ii patient handbook (rev b) section 5 "alarms and troubleshooting " describes how to interpret all transient and non-transient alarms, gives an example of all alarm symbols, and provides specific steps on how to proceed when an alarm is present. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event took place at (B)(6) university in (B)(6).

Event description:
It was reported that the patient heard intermittent alarms at home and visited the hospital. Due to the high number of pulsatility index (pi) events no intermittent alarms were seen on the system monitor. The log file showed multiple pi events in the span of 28 hours and the cause of the intermittent alarm was not able to be identified. The hospital's medical engineer replaced the controller with the backup for monitoring, as there was no know issue with the controller.